Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the left ventricular lead exhibited loss of capture. A chest xray confirmed that the lead was dislodged. The lead remained implanted.